Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture and the patient received shocks. It was also reported that the patient presented due to the patient alert and the rv lead had high impedance; the patient was unable to be paced in-office due to noise, oversensing and noted short interval counts (sic). It was further reported that the patient refused to be hospitalized or schedule procedure. Therefore defibrillation therapy was programmed off and mode changed to ddo at a rate of 80 bpm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2003-(B)(6), concomitant product: 4196 implantable pacing lead 2012-(B)(6), (B)(4).